Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 18-oct-2022. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the top edge of rubber stopper was torn. Potential root cause for the stopper damaged defect is associated with the assembly process. It is most likely occurred due to dial misalignment. This defect is occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2039160. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger and stopper separated. There was no report of patient impact. The following information was provided by the initial reporter: concern: pulled up fentanyl into a 1ml syringe to give to patient and noticed the black plunger was coming apart inside of the syringe withpotential to come off and be pushed into a patient piv.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger and stopper separated. There was no report of patient impact. The following information was provided by the initial reporter: concern: pulled up fentanyl into a 1ml syringe to give to patient and noticed the black plunger was coming apart inside of the syringe withpotential to come off and be pushed into a patient piv.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe the plunger and stopper separated. There was no report of patient impact. The following information was provided by the initial reporter: concern: pulled up fentanyl into a 1ml syringe to give to patient and noticed the black plunger was coming apart inside of the syringe with potential to come off and be pushed into a patient piv.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.